Event description:
The customer reported that during a pt's hemodialysis treatment, the pt "coded" while on the phoenix machine. It is customer's policy that whenever a pt codes, the machine must be checked.